Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. Boston scientific technical services (ts) noted that both the right atrial automatic threshold test (raat) and the right ventricular automatic threshold test (rvat) episodes stored in the configured collection period were successful. No adverse patient effects were reported. This device remains in service.